Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence. The aus cuff was explanted and replaced with a new aus cuff. The patient fully recovered following the procedure.